Manufacturer narrative:
The device history record review was performed. Morpho-histological analysis will be performed on the valve. Method - the results of the device history record confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Morpho-histological analysis will be performed on the valve as it will returned to sorin. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device is currently in the process of being returned for evaluation.

Event description:
The manufacturer was notified on (B)(6) 2013 of a mitroflow valve that was explanted on (B)(6) 2013 after around 3 years due to structural valve deterioration resulting from calcification. Device was explanted.